Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qamqae, and no non-conformances related to the reported complaint condition were identified investigation summary: it was reported that the needle came loose/broke off for the pdp325h after a couple of bites. It was received for analysis two paper lid, a detached needle and an empty winding former of product code pdp325h, lot qamqae. During the visual inspection of the sample, the needle was received broken at the swage area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. A second analysis was performed. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle fracture mode. This was a non-ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. The information provided is compiled monitored and reviewed on a routine basis for any associated trends. Additional information was requested and the following was obtained: it was reported "from several threads the needle came loose/broke off for the pdp325h after a couple of bites" please clarify: how many medical devices had the "needle loose in the package" for this single procedure ? Unknown. Procedure name and date? Unknown. Event date? Unknown. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came loose/broke off of the suture after a couple of bites. There were no adverse patient consequences reported. No additional information was provided.